Manufacturer narrative:
(B)(4). The customer reported that the therapy connector was dislodged from its correct position. There was no report of patient impact or involvement. Philips evaluated the device and verified the symptom. The therapy port was correctly adjusted and the device passed all standard testing.

Event description:
The customer reported that the therapy connector was dislodged from its correct position. There was no report of patient impact or involvement.